Event description:
Pt was admitted for a total hip replacement. Pt transport team transferred the pt to bed. They then attempted to lower the bed horizontally, however, only the head portion went down and the bed went into trendelenburg. Hill-rom was notified and their technician diagnosed the problem to be a limiter switch which went out of position. The solution was to modify the bed by replacing the existing two (2) brackets with two (2) new ones which are approximately 40 thousandth of an inch difference in height. It should be noted that a second advanta bed malfunction was reported and has likewise been modified. Co is currently working with hill-rom to develop a plan of action to modify all remaining 96 beds.